Event description:
A malfunction with the pump was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer was instructed by technical support to switch to multiple daily injections (mdi) as a backup therapy and agreed to return the malfunctioning pump using a pre-paid label. Technical support arranged for a replacement pump to be sent to the customer.